Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined.bsc ID: a00035658 tw: 215031 h3 other text : product unavailable for analysis

Event description:
Clinical study: it was reported that during a coronary artery stenting procedure balloon withdrawal resistance was noted. The index procedure treated three target lesions. The first being a de novo 95% stenosed and mildly calcified 3.75x25mm lesion located distally in the right coronary artery. Treatment consisted of pre-dilation with a competitor's 2.5x20mm balloon and the placement of a 3.5x32mm taxus liberte drug eluting stent deployed at 18 atm's with 0% residual stenosis. The second target lesion being a de novo 70% stenosed and mildly calcified bifurcated 3.75x12mm lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation with a maverick 3.5x12mm balloon and the placement of a 3.5x16mm taxus liberte drug eluting stent deployed at 18 atm's with 0% residual stenosis. The third target lesion was a de novo 90% stenosed and mildly calcified 3.5x16mm lesion located in the proximal lad artery. Treatment consisted of pre-dilation with a competitor's 2.5x20mm balloon, the placement of a 3.0x20mm taxus liberte drug eluting stent deployed at 18atm's with 0% residual stenosis and post dilation with a maverick 3.5x12mm balloon at 22 atm's. The target vessel were mildly tortuous and balloon withdrawal resistance was noted during the procedure. The patient was discharged three days post procedure on clopidogrel. No patient complications were reported.